Event description:
Territory business manager (tbm) reported that the left drive wheel on a tdxspree-cg power chair is stuck in an up position. Additional reportable malfunction for this device; left front caster wheel is stuck up.